Manufacturer narrative:
The patient underwent multiple transfusions however no dates were provided. All transfusions are being reported under this report. In reference to the mentioned clotting issues, the patient had multiple admissions and underwent two pump exchanges for thrombus. Admissions for thrombus are reported under MFR #'s 2916596-2020-00745, 2916596-2020-00750 and 2916596-2017-02447. The patient's pump exchanges are reported under MFR #'s 2916596-2015-02366 and 2916596-2020-00506. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a history of heparin induced thrombocytopenia with thrombosis (hitt) along with a significant bleeding issue with her menstrual cycle that required transfusions until she was able to be put on a depo provera shot to prevent her menstrual cycle. The patient's bleeding issues left her with a lot of coumadin holds which contributed to clotting issues.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported events could not be determined. The patient remains ongoing on vad support. Bleeding is listed in the hmii IFU as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The patient care and management section of the hmii IFU provides information regarding anticoagulation, including recommended inr values. No further information was provided. The manufacturer is closing the file on this event.